Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was not working right and something was not right with it. It was noted that the patient had not seen her healthcare professional (hcp) for a year. It was stated that the ins was not stimulating the area starting about a month ago and pain came back. The patient reported that she fell a couple weeks ago and since the fall she has been having more pain, and was not sure if the fall had something to do with it. It was noted that the patient reported that the fall was ¿unpurpose¿ but the meaning was not clear. It was reported that the patient was seeing the hcp tomorrow.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).